Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome dreamwire 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a truetome dreamwire 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine. Additional information (B)(6) 2020: reportedly, the complainant believes the issue is related to the generator that was used. They had recently switched to a new generator, and they had an issue with repeated cutting wire breaks since they started using the new generator. After switching back to the previous generator, the issue resolved. In addition, cutting wire detachment also occurred when the suspect generator was tested with non-bsc sphincterotomes. Additional information (B)(6) 2020: reportedly, the suspect generator had been picked up from the account and tested; and it worked as intended. The same generator and connection cables were sent back to the account after testing, and since then no further complaints have been reported. Additionally, the nurse confirmed that the right generator settings were used during the procedure.

Manufacturer narrative:
Additional information: b5. Block b3 (date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6(evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: b5 block b3 (date of event): the exact date of the event is unknown. The provided event date 01feb2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6(evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a truetome dreamwire 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire broke. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine. ***additional information(B)(6) 2020*** reportedly, the complainant believes the issue is related to the generator that was used. They had recently switched to a new generator, and they had an issue with repeated cutting wire breaks since they started using the new generator. After switching back to the previous generator, the issue resolved. In addition, cutting wire detachment also occurred when the suspect generator was tested with non-bsc sphincterotomes.